Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via the downloaded log file. A review of the downloaded log file spanned approximately 1 hour (05may20 14:32 ¿ 15:20 per time stamp). On 05may20, from 14:32 to 15:19, while connected to batteries and the mpu, there were intermittent power cable disconnect alarms that activated due to an invalid rsoc fault associated with the black power cable being outside the expected voltage range. The alarm was not associated with a power source exchange. The alarm lasted through the remainder of the log file. The driveline was disconnected on 05may20, at 15:19, for a controller exchange. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. System controller, serial (B)(4), was returned for analysis. The controller returned without being able to communicate with the system monitor. The white cable jacket had a small slice, and a detached transmission communication wire. There was no other damage to the other wires, and no alarms were reproduced. The cable was replaced. The controller was functionally tested, and found to operate as intended during analysis. It was able to support pump function for an extended period of time. A root cause for the reported event was not conclusively determined through this analysis. Incidental findings: slice in white cable jacket, detached orange wire. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect alarms. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient noted recurrent power cable disconnect alarms on black power cable despite proper power cable connection. The patient was instructed to exchange the battery clips. The patient reported power cable disconnect alarms persisted while connected to wall power via the mobile power unit (mpu). The patient planned to come in to the clinic to have his controller exchanged.